Event description:
Facebook complaint received: "I can't believe they still do this procedure. I talked to a (B)(6) surgeon that told me they stopped doing this procedure because of the high failure rate! I think all of us who have had it done and have to have it removed should be reimbursed for our pain and suffering! I need mine removed and so do you but neither of us can afford it because insurance won't cover it. Whoever reads this don't get a lap band! It will ruin your life and your health! I can't even eat kale without having to throw it up! My sister can't eat any kind of meat at all without getting it stuck and throwing up. Most veggies get stuck. It sucks!!! I have gained all of my weight back plus 25 lbs and I can't eat hardly anything without getting it stuck! My sisters lap band has slipped but can't afford to get it removed. She eats absolutely nothing but still cannot lose weight! She has a nutritionist and everything helping her but her band has destroyed her metabolism and it has destroyed mine as well. There is no worse pain than having food get stuck and unable to eat the rest of the day. I've had mine 15 years now and am so worried it's going to cause erosion in my stomach! I was lied to from the beginning just like this video. They make it look so appealing but let me tell you from 15 years experience it's anything but appealing. I lost my weight all in the first 6 months then plateaued. I knew I needed to change something so I added an extra exercise routine. I lost nothing but maintained for a little more than 5 years. My weight started slowly creeping back on over the years no matter what I did or no matter what diet plan I tried. After the next 10 years I've gained all my weight back plus 25 lbs! Again if you are looking to do this procedure?don't do it!!! Talk to your (B)(6) surgeon for what's right for you! Insurance won't pay for the procedure or for any complications related to it. It's a money making scam all on your expense." "You don't need my information! You are trying to promote something that 90% of the time doesn't work all at the expense of the desperate person receiving it. You know as well as I do that any medical conditions related to the lap band is not covered by medical insurance. This leaves the patient responsible for expenses that can completely bankrupt a family. You should not be promoting this you should be helping those who fell victim to the scam! So no I will not be giving you my personal information."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories in (B)(4). No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.